Manufacturer narrative:
Product analysis: analysis was unable to confirm that the epg was not functioning correctly. Analysis was able to confirm there was an issue with the display, the display was missing pixels. Analysis also noted that one side bail cover was broken, the ring cover was missing, the ring was missing, the heart block was out of mechanical specification, and the battery drawer was broken. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functioning correctly and the display screen was not viewable. The status of the epg is unknown. There was no patient involvement.